Manufacturer narrative:
On 30-dec-2020, mentor received additional information regarding the patient's symptoms. The patient experienced left-sided inflammation. The relevant filed has been updated. Updated reason for device explant and / or reoperation: rupture, lymphadenopathy, local reaction. On 12-jan-2021, the product investigation was updated. Investigation summary: inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, it was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear, consistent with shell abrasion. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. Since there were no supporting pathology reports or physician consultation summaries forwarded to the product evaluation, mentor was unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, lymphadenopathy. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent a breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral lymphadenopathy and left-sided rupture postoperatively. Ultrasound performed on (B)(6) 2020 indicated left-sided rupture, and MRI was recommended. On (B)(6) 2020, MRI was performed, and the result also indicated left-sided rupture and several swollen lymph nodes bilaterally. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503004bc, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2020. The date of birth was estimated as (B)(6) based on available information. This report is for the left-sided prosthesis.